Manufacturer narrative:
This case was initially received via regulatory authority (health canada, reference number: (B)(4) on 10-nov-2016. The most recent information was received on 02-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('all the (6) devices have migrated from the fallopian tubes to the bottom of the abdomen'), device breakage ('essure internally separate or fracture into pieces'), fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus'), perforation ('perforation of organs'), intestinal perforation ('bowel perforation') and salpingitis ('essure internally separate or fracture into pieces, with leads to inflammatory') in a 36-year-old female patient who had essure (batch no. 816062) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "became pregnant, hsg showed blocked tubes" and device use issue "gynaecologist placed a total of six devices in the patient". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), weight fluctuation ("weight changes"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital hemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occurred with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and complication of device insertion ("complication device insertion"). In 2013, the patient was found to have a pregnancy with contraceptive device ("became pregnant two years after the essure was implanted"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and arthralgia ("joint pains for quite some time"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, perforation, intestinal perforation, salpingitis, pregnancy with contraceptive device, weight fluctuation, arthralgia, abdominal pain, pelvic pain, back pain, genital hemorrhage, allergy to metals, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered, anxiety, depression and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital hemorrhage, headache, intestinal perforation, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, salpingitis, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: in 2013 she became pregnant, two years after the essure was implanted in her fallopian tubes and hsg (hysterosalpingogram) showed blocked tubes. She also suffered joint pains for quite some time. She had an ultrasound and all the devices have migrated from the fallopian tubes to the bottom of the abdomen. The consumer was seeing another gynaecologist about having the migrated devices removed by hysterectomy. Essure was removed on (B)(6) 2017 she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: mds (B)(4)) on 10-nov-2016. The most recent information was received on 13-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('all the (6) devices have migrated from the fallopian tubes to the bottom of the abdomen') and pregnancy with contraceptive device ('became pregnant two years after the essure was implanted') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "gynaecologist placed a total of six devices in the patient" and device ineffective "became pregnant, hsg showed blocked tubes". On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and arthralgia ("joint pains for quite some time"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered arthralgia, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: in 2013 she became pregnant, two years after the essure was implanted in her fallopian tubes and hsg (hysterosalpingogram) showed blocked tubes. She also suffered joint pains for quite some time. She had an ultrasound and all the devices have migrated from the fallopian tubes to the bottom of the abdomen. The consumer was seeing another gynaecologist about having the migrated devices removed by hysterectomy. Essure was removed on (B)(6) 2017. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device use issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality, deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-aug-2020: report was received from lawyer (reporter added, all events are considered related to essure). Plaintiff's address amended. Age / date of birth were added. Essure insertion date was specified (day added), essure was removed on (B)(6) 2017. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority health canada (reference number: (B)(4)) on 10-nov-2016. The most recent information was received on 09-apr-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("all the devices have migrated from the fallopian tubes to the bottom of the abdomen"), device breakage ("essure internally separete or fracture into pieces"), fallopian tube perforation ("fallopian tubes perforation/several essure coils almost perforating through the right cornua"), uterine perforation ("perforation of the uterus"), perforation ("perforation of organs"), intestinal perforation ("bowel perforation") and salpingitis ("essure internally separete or fracture into pieces, with leads to inflammatory") in a 36 year-old female patient who had essure inserted (lot no. 816062) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("became pregnant, hsg showed blocked tubes"), inappropriate insertion of multiple contraceptive devices ("gynaecologist placed a total of six devices in the patient") and complication of device insertion ("complication device insertion" in (B)(6) 2011). The patient had a medical history of vaginal bleeding, right lower quadrant pain, miscarriage, dysmenorrhea, abdominoplasty, augmentation mammoplasty, nausea, discomfort, parity 5, gravida ii and pelvic pain. Previously administered products included: marvelon, tylenol and gravol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced device breakage (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), intestinal perforation (seriousness criterion medically important), salpingitis (seriousness criterion medically important), weight fluctuation ("weight changes"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occurred with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). In 2013 she experienced pregnancy with contraceptive device ("became pregnant two years after the essure was implanted"). . On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required) and arthralgia ("joint pains for quite some time"). Essure was removed on (B)(6) 2017.the patient was treated with surgery (essure removal on (B)(6) 2017,total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2017 and the estimated date of delivery was on (B)(6) 2017. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, salpingitis, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: in 2013 she became pregnant, two years after the essure was implanted in her fallopian tubes and hsg (hysterosalpingogram) showed blocked tubes. She also suffered joint pains for quite some time. She had an ultrasound and all the devices have migrated from the fallopian tubes to the bottom of the abdomen. The consumer was seeing another gynaecologist about having the migrated devices removed by hysterectomy. Essure was removed on (B)(6) 2017 she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2017. Right tube: 1 coil visualized left tube: no coils visualized total of 7 devices used coil shaped iud's are removed from both the left and right adnexa. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: reason: previous essure occlusion (B)(6) 2011 findings: was noted from the right side. The uterus demonstrates normal contour with no filling defects. Incidental note is made of a small amount of backfill of contrast into the pelvic veins. Interpretation: findings are quite suggestive for patency of the left fallopian tube; on (B)(6) 2016: pregnancy test is negative the study demonstrates six essure coils with the right tube occluded and the left tube patent. One coil appear to be in the broad ligament on the left side and there appears to be one in each tube and the rest in the uterus itself.; (date unknown): results: blocked tubes [pathology test] on (B)(6) 2017: clinical history: pelvic pain, query essure coil x 6. Specimens: uterus, cervix and bilateral tubes final diagnoses : uterus (with cervix), bilateral fallopian tubes; total laparoscopic hysterectomy and bilateral salpingectomy: proliferative pattern endometrium unremarkable cervix and fallopian tubes gross description: coil shaped iud's are removed from both the left and right adnexa [ultrasound abdomen] on (B)(6) 2017: there is a single linear metallic density projected over the left inferior pelvis, partially overlying the left superior pubic ram us. Given the single projection, dr cannot confirm that this resides within the patient. Multiple essure devices noted on the prior hysterosalpingogram appear to have been removed. There is a small calcification projected over the midline of the lower sacrum, compatible with a phleboliths; (date unknown): some of the coils had migrated outside the fallopian tubes [ultrasound scan] (date unknown): assessment: abnormal nos results: all devices in bottom of abdomen quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: reporter and patient information,medical history,lab data,indication,non drug treatment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health canada, reference number: mds (B)(4) on 10-nov-2016. The most recent information was received on 21-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('all the (6) devices have migrated from the fallopian tubes to the bottom of the abdomen'), device breakage ('essure internally separate or fracture into pieces'), fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus'), perforation ('perforation of organs'), intestinal perforation ('bowel perforation') and salpingitis ('essure internally separate or fracture into pieces, with leads to inflammatory') in a 36-year-old female patient who had essure (batch no. 816062) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "became pregnant, hsg showed blocked tubes" and device use issue "gynaecologist placed a total of six devices in the patient". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), weight fluctuation ("weight changes"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergic reaction occurred with nickel"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and complication of device insertion ("complication device insertion"). In 2013, the patient was found to have a pregnancy with contraceptive device ("became pregnant two years after the essure was implanted"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and arthralgia ("joint pains for quite some time"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, perforation, intestinal perforation, salpingitis, pregnancy with contraceptive device, weight fluctuation, arthralgia, abdominal pain, pelvic pain, back pain, genital haemorrhage, allergy to metals, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered, anxiety, depression and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, salpingitis, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: in 2013 she became pregnant, two years after the essure was implanted in her fallopian tubes and hsg (hysterosalpingogram) showed blocked tubes. She also suffered joint pains for quite some time. She had an ultrasound and all the devices have migrated from the fallopian tubes to the bottom of the abdomen. The consumer was seeing another gynaecologist about having the migrated devices removed by hysterectomy. Essure was removed on (B)(6) 2017 she has been suffered physical symptoms and mental anguish despite the surgical removal of essure device on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: reporter lawyer amendment, the follow information were added: patient initials, packaged batch number, on events: chronic abdominal pain, pelvic pain, back pain, excessive bleeding, perforation of the uterus, fallopian tubes perforation, allergic reaction occurred with nickel, autoimmune reaction, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression, essure internally separate or fracture into pieces, with leads to inflammatory, complication of device insertion, bowel perforation, essure internally separate or fracture into pieces, perforation of organs. Quality-safety evaluation of ptc: unable to confirm complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health canada, reference number: mds (B)(4)) on 10-nov-2016. The most recent information was received on 10-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('all the (6) devices have migrated from the fallopian tubes to the bottom of the abdomen') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "gynaecologist placed a total of six devices in the patient" and device ineffective "became pregnant, hsg showed blocked tubes". On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("became pregnant two years after the essure was implanted"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and arthralgia ("joint pains for quite some time"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered arthralgia, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: in 2013 she became pregnant, two years after the essure was implanted in her fallopian tubes and hsg (hysterosalpingogram) showed blocked tubes. She also suffered joint pains for quite some time. She had an ultrasound and all the devices have migrated from the fallopian tubes to the bottom of the abdomen. The consumer was seeing another gynaecologist about having the migrated devices removed by hysterectomy. Essure was removed on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.